Event description:
During Preventative Maintenance, the AutoPulse Platform (SN (b)(6)) failed functional testing because the driveshaft could not be adjusted to its "Home" position due to a failed encoder. No patient involvement.

Manufacturer narrative:
During preventive maintenance, the AutoPulse Platform (SN (b)(6)) driveshaft could not be adjusted to its "Home" position. The root cause was the failed Integrated Encoder Gearbox, which needs to be replaced to remedy the issue.During visual inspection, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. This was also caused by the malfunctioning Integrated Encoder Gearbox, which needed to be replaced to resolve the problem. ZOLL is awaiting the customer's approval for repair.Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the AutoPulse Platform with SN (b)(6).